Event description:
New information received notes that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after multiple non-sustained rv oversensing episodes were observed via remote transmission. Review of the strips revealed noise. The device was explanted and replaced.